Manufacturer narrative:
Concomitant medical products and therapy dates, did not contain enough spaces for all assays, lists and lots. The complete information: ict diluent list 02p32-50 lot 62839un15 (sodium, potassium), phosphorus list 07d71-31 lot 37111un15, creatinine list 03l81-32 lot 91746un15, calcium list 03l79-31 lot 36676un15. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated discrepant patient results were generated on the architect c16000 analyzer. A leak was discovered on the analyzer and the samples were processed again with differing results. No specific patient information was provided. No impact to patient management was reported. Data provided: ID (B)(6) sodium of 116 but repeated 140 mmol/l. ID (B)(6) sodium of 117 but repeated 140 mmol/l. ID (B)(6) phosphorus of 4.54 but repeated 1.02 mmol/l. ID (B)(6) potassium of 6.7 but repeated 4.4 mmol/l. ID (B)(6) phosphorus of 6.62 but repeated 0.89 and 0.9 mmol/l. ID (B)(6) sodium of 142 and 117 but repeated 141 mmol/l. ID (B)(6) sodium of 120 but repeated 140 mmol/l. ID (B)(6) potassium of 9.5 but repeated 4.1 and 4 mmol/l. ID (B)(6) creatinine of 65.3 and repeated 547.9 umol/l. ID (B)(6) phosphorus of 1.91 and 3.84 that repeated 1.89 mmol/l. ID (B)(6) phosphorus of 0.77 and 8.13 that repeated 0.77 mmol/l. ID (B)(6) potassium of 8.5 and 3.9 that repeated 3.8 mmol/l. ID (B)(6) calcium of 2.12 and 1.23 that repeated 2.21 mmol/l. ID (B)(6) phosphorus of 1.00 and 6.45 that repeated 1.02 mmol/l.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. An additional conclusion code was added.

Manufacturer narrative:
Abbott field service inspected the analyzer and found no sign of leaking. Field service observed and addressed a variety of fluidic related issues. Field service actions included cleaning the cuvette washer nozzles, cleaning blockage in the hc waste tubing and fitting, and washing the cuvettes. The customer then performed daily maintenance followed by passing calibrations and acceptable quality control results. The architect serial (B)(4) service history verifies field service actions resolved the inconsistent result issue. A review of architect c16000 tracking and trending data for clinical chemistry systems revealed no issues or trends related to the current complaint. The architect c16000 erratic result rate is within acceptable limits with no trends identified and no related nonconformities found. The architect system operations manual provide information with regard to maintenance, component replacement, specimen handling, limitations of result interpretation, and troubleshooting the reported issue. Based on the results of the evaluation, neither a deficiency nor a malfunction of architect serial number (B)(4) was identified.